Manufacturer narrative:
Brand name - the correct brand name is sterrad® sealsure chemical indicator tape; common device - the correct common device is indicator, chemical; catalog number - the correct catalog number is 14202; lot number - the correct lot number is 32214.

Event description:
The customer reported the sterrad sealsure chemical indicator tape did not change color correctly after a completed sterrad nx cycle. The affected load was not released for use. There is no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad sealsure chemical indicator tape not changing color correctly.

Manufacturer narrative:
Lot # 32214 to unk. (B)(4). Asp investigation summary: the investigation included a review of the device history record (DHR), lot history analysis, system risk analysis (sra) and product return. The review of the DHR could not be performed as the lot number was not available. Trending analysis by lot number could not be reviewed since the lot number was not available. The sra indicates the risk associated with a quality problem with no impact to safety is "low." The product was not returned; therefore, no visual analysis was performed. The assignable cause was attributed to user error as the customer stated they were using expired product. The customer discarded the product after realizing this information. The issue will continue to be tracked and trended.